Event description:
It was reported that the ilet user did not announce a dinner meal and called customer care more than 30 minutes after eating, with a contemporaneous blood glucose of 180 mg/dl. Education was provided on appropriate meal announcement behavior, which constituted an improper or incorrect procedure related to the user interface. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no device problem found, and a usage problem was identified consistent with failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.